Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found in back-up code a. Attempts to reprogram were unsuccessful as the device kept reverting to vvi mode.